Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: xl-156233, arcomxl 36mm rlc lnr +5mm sz23, 091180, 103533, ringloc ti low profile screw 6.5x30mm, 013680, 103534, ringlocti low profile screw 6.5x35mm, 567400. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07041, 0001825034 - 2017 - 07353, 0001825034 - 2017 - 07354.

Event description:
It was reported a patient underwent hip revision after a fall. It was reported two of the acetabular screws had fractured; however, the screws were not revised as there was no harm to the patient, per the surgeon. The acetabular cup and liner were revised. Attempts have been made and no further information is available at this time.